Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing. Boston scientific technical services (ts) noted that the rv lead was repositioned. Additional information indicated that the right ventricular (rv) lead exhibited undersensing and high pacing threshold during check up. Chest x ray did not reveal a significant change in lead position. Adequate sensing and pacing was obtained utilizing the same lead. Patient was not pacemaker dependent. This rv lead remains in service. No additional adverse patient effects were reported.